Manufacturer narrative:
The investigation of purge leak ¿ cassette has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The user facility reported an impella cp pump was implanted for a patient admitted in cardiogenic shock. After five days of support, a purge cassette leaked occurred. There had been no purge pressure or purge flow alarms but, the purge cassette leakage prompted the pump to be explanted. The patient survived the procedure.

Manufacturer narrative:
The impella pump was not received from the customer and the impella catheter/purge cassette were discarded. Therefore, the investigation of the device was not possible. Should the pump or any new information be received, a supplemental manufacturer device report will be filed.